Event description:
This test strips have not been returned to lifescan for product analysis. Lot # 2520602 of the retain test strips were tested and they failed. At this time, co considers this matter closed.